Manufacturer narrative:
The customer was sent replacement. (B)(4).

Event description:
A customer contacted beckman coulter inc. And reported receiving eight (8) damaged cubetainers of unicel dxi wash buffer that caused the contents to leak. The customer did not report an affect to patients or end users in connection with this event.